Event description:
The manufacturer received information alleging issues with a simplygo mini sieve canister. There was no report of serious harm or injury. The manufacturer received the device for investigation. The manufacturer confirmed the alarm showing the deterioration of the sieve canister had occurred. At the time of operation checking, a noise was observed, and a leak was found within the device. When the inside was checked, thermal damage was observed to the main board element. Therefore, the sieve canister assembly, airside manifold and compressor, sieve o2 side assembly, and main pca and esd shield were replaced. The manufacture performed each part checking, cleaning, overall checking, adjustment, a test run and normal operations were ensured. The software was updated.